Manufacturer narrative:
Device evaluation: one cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Functional testing involved a battery fallout test. The device alarmed during the battery fallout test. Based on the investigation, the complaint allegation was not confirmed.

Event description:
Information was received indicating that there was no battery fallout alarm on a smiths medical cadd-solis vip ambulatory infusion pump. No adverse effects were reported.